Manufacturer narrative:
Results of investigation: vyaire medical field service representative went onsite, performed blower check for leaks and based unit test, no issues were found. All test passed. Vyaire medical determined root cause as due to user fault - others. Lack of training / understanding of the bellavista plv (pressure limited ventilation) lung protection safety feature.

Event description:
It was reported to vyaire medical that the bellavista 1000 ventilator had low tidal volume.the customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.